Manufacturer narrative:
A systemic issue was not identified for scfa lot 20711t. The most likely cause for the discrepancy observed for sars-cov-2 assay is due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination. The invalid results for influenza a and influenza b are due to low baseline values and are not in the scope of this result discrepancy.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The alleged sample initially generated a sars-cov-2 positive result. The same sample was repeated on a different cobas liat and resulted in negative results for all targets. No harm is alleged and the results were not reported. Per FDA¿s eua guidance, 1 MDR will be filed.